Event description:
A customer reported that the ultrasound system suddenly started smoking while a patient exam was in progress; the system was immediately shut down and replaced with a loaner system. There was no reported patient injury as a result of this event.